Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media of a button error. The customer's blood glucose reading was unknown. The customer mentioned 2 stuck buttons alarm in 2 days. The insulin pump was not returned for analysis.